Event description:
Was reported that the cement hardened quickly for 3 minutes from starting to mix it (1 min later from inserting the stem). The surgeon mixed the 2 pacs of the cement with acm. The cement had been set to the cement gun. After setting to the cement gun, the surgeon inserted the cement to the canal with pressurizer and the stem (hfx) was inserted. Acm was stored in 25c temp using before 24 hours. Spare products of these products were usually stored in the hospital. The temp of the operation room was 25 c. All the monomer and polymer was used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.